Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 69 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: patient activity decreases and mortality increases after the onset of persistent atrial fibrillation in patients with implantable cardioverter-defibrillators. Jacc clin electrophysiol. 2016;2(4):518-523. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patients with persistent atrial fibrillation (af) who had an increased mortality and reduced activity when compared with patients without persistent atrial fibrillation (af). According to the author, ¿the study sought to determine the effect of persistent atrial fibrillation (af) on device-measured activity and mortality.¿ there is no allegation that the deaths were device-related. The status of the device is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received.

Event description:
Additional information was obtained through follow up with the physician/author who indicated that the deaths were not related to the devices, but rather due to "underlying cardiac disease." No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.